Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of the touch screen being broken and the printer not working. No mention of the programmer being unable to boot. It was additionally noted that the keyboard hinges plate was missing and the stylus was out of calibration. The touch screen, printer, keyboard hinges plate and stylus were replaced and the stylus calibrated. New software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned because it would not boot up, had a broken display screen and because its printer was not working. The programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.